Event description:
Client was seated at the biodex cable column doing lateral pull-down behind his head. The cable broke and the momentum of the bar caused it to strike the client in the head. Pt to ER to be evaluated.